Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported that the tubing completely separated from the psd while blood was being administered, and the tubing fell onto the floor. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.